Manufacturer narrative:
Plant investigation: the actual device was returned. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were no visual indications of dried fluid encountered in the cassette compartment. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short on the transformer (t1) on the inverter board. The inverter board is located on the rear of the touch screen. A known good inverter board was installed, and the display became fully operational. The functioning inverter board was removed at the completion of the investigation. The cycler underwent and passed a valve actuation test, teach pump test, load cell verification, and system air leak test. No valves found leaking/faulty. No clog on hp filters. A post-accelerated stress test 2-hour 15-minute 8500 ml simulated treatment was performed, completed without any failures or problems. The cycler programmed displayed drain and fill volume values were within the tolerances. A dc (drain complication encountered) support warning occurred, as expected, when the patient line was clamped during the dwell phase, cycle 0. There were no other discrepancies encountered in the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short of the transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis registered nurse (pdrn) called fresenius technical support to report the liberty select cycler is not draining (no alarm); issue occurred in unknown phase/cycle of dialysis. It was reported that the patient has fibrin everyday: the pdrn was requesting a replacement cycler for the patient. A replacement cycler was issued to the patient. Upon follow up, the patient confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient was able to complete treatment. The cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.